Event description:
While performing a function check, the technician noticed the left head panel dampener wasn't lowering.

Manufacturer narrative:
The technician found the left head panel dampener was sticking. He replaced the dampener to repair the stretcher.